Manufacturer narrative:
The pod was received in a deployed state as the pink slide insert was in the top housing window. Corrosion inside the device was observed. Fluid was unable to travel the complete fluid path due to a tear in the unexposed soft cannula which resulted in a leak. The observed corrosion aligned with the location of the tear indicating that the unexposed soft cannula tear was the leak source which resulted in fluid ingress and corrosion inside the device. Corrosion on both the pcb assembly and batteries prevented data download, measurement of the shelf mode current, and the conduction of a rerun. The pod data was unable to be analyzed. Therefore, the reported pod communication error event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a communication error during operation. The device investigation observed an unexposed cannula damage and fluid leakage during testing.